Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. Another ra lead was successfully implanted. No additional adverse patient effects were reported.